Event description:
The patient was revised because the tibial tray fractured at the medial side due to the tray tilting into varus. Osteolysis and poly wear of the insert were noted.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.